Event description:
A loose piece of green plastic from the green connector was found inside the oxygen tubing, closest to pt while connected to mouthguard. The pt was unconscious and was only detected by chance by a nurse, the pt could have died. There was no pt injury reported in this incident.

Manufacturer narrative:
Unfortunately, there is no sample available for eval, however, photos of the product were received and we were able to observe a loose piece of green plastic (pellet of resin) therefore, the issue reported was confirmed. In addition samples of the process were reviewed and no problems were found related to this issue. Our mfg process was reviewed and we found pieces of green plastic around the connector tip molding machine. Based on these findings, the following corrective actions will be implemented in order to prevent this type of failure from occurring: all personnel assigned to the molding process will be retrained in first article inspection and line clearance procedures. In addition, cleaning procedures will be reinforced in the assigned machine to ensure no resin pellets or regrind particles are found in the production area.